Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their controller on (B)(6) 2022 due to low voltages as well as a green arow not illuminated. The patient claimed to be lightheaded but had also experienced lightheadedness due to prior known bleeding issues. The event log captured the patient using the mobile power unit (mpu) and the next event logged on (B)(6) 2022 @0708 was a power cable disconnect on the white power lead. The white lead was disconnected for about a minute then there were low voltage advisory events @0709 even though the black lead was connected to the mpu. About 40 seconds later both power leads show disconnected like the mpu lost power causing low voltage hazard events. Appeared that the patient connected to battery power on the black power lead @0710 but the white power lead still showed disconnected. @0715 the patient connected an almost depleted battery to the white power lead with the black power lead now showing disconnected causing low voltage hazard events. The driveline was disconnected @0718 assuming the controller was attempted to be exchanged at that time. There seemed to be a weak connection at the white power lead while using the mpu. Ther was no evidence that the mpu lost power, or a double power cable disconnect occurred due to the fact that the emergency backup battery (ebb) was not enabled during this time. Related mfrs: controller: 2916596-2022-15624. Mpu: 2916596-2022-15622.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported bleeding and lightheadedness could not be conclusively established through this evaluation. The left ventricular assist device (lvad) event log file contained no notable events and captured the pump functioning as intended throughout the duration of the file. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the hm3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.